Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial/lot #: n063600005, ubd: (B)(6) 2008, UDI#: (B)(4). Interrogation of the pump determined it was used to infuse saline. The catheter was returned for analysis. Analysis identified a user related hole in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned. There were no reported device issue or patient symptoms. No complications were reported.